Event description:
It was reported that during the inspection, it was found that the device could not be turned on at first, and after it was turned on, it showed low energy. There was no patient involved.

Event description:
It was reported that during the inspection, it was found that the device could not be turned on at first, and after it was turned on, it showed low energy. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the console occasionally failed to power on; when it failed, the 800v is only 300v. It occasionally powered on, but after a while, it reported energy low and dropped from 800v to 300v. It was also observed that the high-voltage control board, high voltage power supply (hvps), insulated gated bipolar transistor (igbt), and igbt driver board were damaged. Upon the investigation of the console, replacement of the hvps board, igbt and igbt driver board was recommended to resolve the issue; however, these components were not replaced yet. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that the defective components found could have affected the device performance leading to the event experienced by the customer. Based on the information provided, the allegation of low power was confirmed. Based on the information provided and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.